Event description:
Customer called to report, the reservoir was leaking insulin when connecting with piston rod. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.